Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). Investigation summary: one photo was provided. It shows a group of 4 packaging blisters with no printing. This would have occurred due to an issue during the top web printing process and was missed by personnel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9275494 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced missing label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 309653 batch no.: 9275494. Per email: I'm emailing to report that ten syringes in a box of 50 ml bd syringes did not have product information on the labeling. The lot number of the box is 9275494 with an expiration of 2024-09-30.